Event description:
Following trajectory setting up in the or, MRI with contrast confirmed the trajectory was not aligned properly. The patient returned to the or to reposition the bolt and realign the trajectory. The patient returned to the MRI, was re-registered and a new treatment plan was initiated. The current 3d scan was sent to workstation and the previous 3d with gad was imported. Auto-register did not work and images would not fuse correctly. A second dose of gad was required to re-scan and continue with treatment. Although no death or injury have been associated with this case, this event is being reported because the patient required additional medications to re-scan/image to proceed with treatment. There was concern regarding the additional dose of gad due to the patient's impaired renal function.

Manufacturer narrative:
Evaluation: review of the software logs confirmed the malfunction of auto-register not working properly.